Event description:
Two hours post successful stent assisted embolization of the left unruptured posterior communicating artery aneurysm, the patient suffered right-sided hemiparesis and aphasia. Imaging confirmed a cerebral infarction in the temporal lobe of the treated territory. The patient was given edaravone (dosage unknown) and 75 mg clopidogrel daily to treat the stroke. The patient recovered and twenty three days post procedure was discharged.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device remains implanted.